Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 59-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as scai stage e. The patient had a history of coronary artery disease, diabetes mellitus, and renal insufficiency. Prior to impella placement, the patient was receiving a heparin infusion and experienced a hemorrhagic stroke. The impella cp was successfully placed, and the heparin infusion was continued. Due to the patient¿s persistent unresponsiveness, the family elected to pursue comfort-focused care. The patient subsequently expired. The reported events are stroke and death. The hemorrhagic stroke occurred prior to impella insertion and is more plausibly related to the patient¿s underlying comorbidities, critical hemodynamic condition, and anticoagulation therapy. The death is conservatively being reported to the impella cp because the device was in use at the time of death; however, the device is unlikely to have contributed, and the death is most likely attributable to the patient¿s critical condition, including scai stage e cardiogenic shock and severe neurological injury.

Manufacturer narrative:
Investigation summary: stroke/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.